Event description:
Provider states that the unit has 2 green and 1 red lights illuminated. Provider states the pilot valve is not switching. Provider needs 4 way valve, pilot valve, o ring and hose clamps to secure the tubing.